Event description:
Four 5.0mm cannulated locking screws, implanted for a distal femur fracture above a total knee replacement, were noted as broken and were removed. During the removal procedure surgeon noted the pt appeared to have fusion of the fracture. The 7.3mm screw was loose but not broken and the remaining screws were in tight.

Event description:
Implants placed for a right distal femur supracondylar periprosthetic fracture sustained in a fall while hiking. Broken locking screws were seen on x-rays taken in june 2005. Pt reportedly not complaint with weight bearing restriction. Original surgery delayed due to pt having d.t.'s (delirium tremens). All hardware was removed during revision surgery.